Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-90907.

Event description:
It was reported that the customer received low sensor readings, causing his insulin pump to threshold suspend. Customer stated threshold suspend is set to 60 mg/dl and his sensor will show around that amount and when he checks blood glucose, it is actually in the 180 mg/dl to 190 mg/dl range. Customer changed the sensor. Nothing further reported.